Manufacturer narrative:
G4:10dec2020. B4:11dec2020. Customer complaint cannot be verified. Unit passes all tests. No fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06oct2020. B4: 07oct2020. The field service engineer (fse) confirmed the reported problem and found the proximal pressure sensor alarm error in the error log. The fse replaced the gas delivery system and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
The customer reported the unit alerted to a proximal pressure sensor error. The device was in use at the time of the issue. The unit was swapped out, however no patient harm was reported.

Manufacturer narrative:
G4: 09oct2020. B4: 13oct2020. The customer clarified that the error was found while the device was being set up and not found while in patient use. There was a few minutes delay to therapy however there was no patient harm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.